Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the rear response button had an intermittent connection caused by worn contacts. The cause of the non-functional response button is the worn button cable contacts. The root cause of the worn contacts could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.